Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was not observed during review of the device data logs. The device was put through extensive testing including bench handling, defibrillation cycling, impedance testing and environmental chamber testing without duplicating the report. An internal and external inspection of the device found no discrepancies. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. The power cord and battery were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.